Event description:
It was reported that couple of years ago the patient was not able to turn neurostimulator (ins) back on and reported that was fine because the interstim did not seemed to be working all that well anyways. It was reported that patient tired using the programmer and was not able to turn the ins on. It was reported that couple of years ago patient was having a total hip replacement and turned off ins. It was indicated that patient was never able to turn back on the ins because she was not able to contact the manufacturer representative. The patient reported that was fine because the stimulator did not seemed to be working all that well. It was reported that patient wanted to have MRI because she was going to get a knee replacement. The patient stated that about a year ago she tried to use the programmer and she could not get the ins on. It was reported that patient will be seeing another health care provider fo r the bladder problem she has and she did not know if hcp was experienced with the interstim. Patient also reported that they would like to find a health care provider who could remove the system because they need to have MRI's done. It was later reported that patient will be having the device explanted on (B)(6) 2014. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-28, lot# v361502, implanted: (B)(6) 2009, product type: lead. (B)(4).